Event description:
The company was informed that the pt developed an infection at the implant site. The pt's device was explanted on (B)(6) 2012. Advanced bionics is in the process of gathering more info. Once more info is obtained a supplemental report will be submitted.